Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient did not see the clinician for the annual fitting for the past 4 years. She went to see her doctor and reported that she was not hearing properly with her device. Re-implantation is considered.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The recipient did not see the clinician for the annual fitting for the past 4 years. She went to see her doctor and reported that she was not hearing properly with her device. Re-implantation is considered.

Event description:
The recipient did not see the clinician for the annual fitting for the past four years. She went to see her doctor and reported that she was not hearing properly with her device. The user has been re-implanted.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.